Event description:
The customer reported that the system displayed a communication failure error message which will cause the system to lock-up. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.